Event description:
It was reported that there was a no disposable pump won't run alarm, unresolved with trouble shooting. The rate was 2.2, the reservoir volume was 9.0 milliliters, given was 91 milliliters. There was a green flow stop. Air was noted in the line. The patient was not affected. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. D4 (catalog number, lot number, UDI number), d5, and h4 are unknown. No information has been provided to date.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.